Event description:
It was reported that an asymptomatic patient presented for a follow-up in clinic on an unknown date. Upon interrogation, it was noted that the right atrial (ra) lead exhibited oversensing noise. Numerous isometric movements were performed in clinic under unipolar and bipolar configurations, however noise was seen predominantly on bipolar settings. Reprogramming changes were made. The lead was capped and replaced during routine generator change out procedure on (B)(6) 2022 . Patient was stable and was discharged post-procedure.